Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestent for afs stenosis. It was reported that after releasing the stent and retrieving the shaft through the sheath, the user noticed, that part of the shaft was broken off, but still on the wire. Everything could be retrieved, but in two parts. No additional intervention was required. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestent for afs stenosis. It was reported that after releasing the stent and retrieving the shaft through the sheath, the user noticed, that part of the shaft was broken off, but still on the wire. Everything could be retrieved, but in two parts. No additional intervention was required. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken and detached in the mid section so that two long catheter system parts have been returned, as reported. In this case the vessel was not tortuous / calcified, the lesion was pre-dilated, and system compatible 6f introducer with 0.035 guidewire were used for access; the guidewire was running smoothly inside the system. The user did not experience difficulty during deployment action, and a sudden force increase potentially indicating entrapment was not felt. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Under required materials the instruction for use state: 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire. Regarding tracking resistance, the instruction for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use further state: 'visually confirm the delivery system integrity after removal.'. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.